Manufacturer narrative:
Serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported that the physician performed a novasure endometrial ablation on (B)(6) 2018 and received an unsuccessful cavity assessment (cia) test. The physician aborted the procedure. The physician performed a hysteroscopy and noticed a perforation. It is unknown if intervention was required.